Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked right plunger case. Review of the event history log (ehl) was not performed due to the blank screen and constant alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to an incomplete update process by the user. As a result, a test top case method was used, and version 1.6.5 software was installed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a hard fault with blank screen when turned on. There was no patient involvement.